Manufacturer narrative:
(B)(4). Date sent: 12/10/2024.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024 additional information was requested, and the following was obtained: what were the indications for surgery? Obesity. What surgical procedure was performed? Gastrectomy sleeve did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? The surgeon used to use the stapler, but not the echelon support 60mm. Did the healthcare professional wait 15 seconds after closing the device before firing? Yes. Were there any issues with opening the device? No. What color reloads were used and what was the sequence of the firings? 5 in gold and 1 in green. Was a leak test performed? No. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? Surgical reoperation at d+05 how was the leak identified? Surgical reoperation at d+05 what was observed at the site of the leak upon reoperation? An orifice 15/20mm how was the leak addressed? Surgical reoperation on 19 oct 2024 + endoscopy twice. What is the current status of the patient? The patient is still hospitalized.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the product code of the device that was utilized in the surgery? What is the lot/batch number? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Additional information: patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Re-opted. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. If yes, describe: the patient had to be re-opted because of the fistula generated by the staple line that released. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staple line dropped at d+5 after the procedure.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional event information on (B)(6) 2024: initial procedure (sleeve) on (B)(6) 2024: at d+5, the patient underwent a surgical revision because of a fistula (orifice 15/20 mm) (adverse event related to this complaint). Week of (B)(6) 2024: placement of pigtails because the patient sunk a lot. On (B)(6) 2024: the surgeon no longer wishes to use the reinforcements because, following a gastrointestinal tract, he observed that the fistula was located at the beginning of the first reinforcement: loss of confidence in the device. On (B)(6) 2024: the patient went out the hospital (end of hospitalization). On (B)(6) 2024: the patient was seen in consultation: its flow decreased and its bio normalized. List of ethicon products used on this patient: product code plee60a - lot c9eg4k (x1) product code gst60d - lot 697c69 (x1) product code gst60d - lot 765c99 (x4) product code gst60g - lot 804c29 (x1) product code nslx137s - lot a9e855 (x1) product code ech60r - lot udcdmbk0 (x2)

Manufacturer narrative:
(B)(4). Date sent; 12/17/2024. D4: batch # c9eg4k. A manufacturing record evaluation was performed for the finished device batch number c9eg4k and no non-conformances were identified.